Manufacturer narrative:
This is one of two initial /final MDR reports being submitted for this complaint, with associated manufacture report numbers of 9616099-2016-00154. Exact date of event unknown. Date of event reported as (B)(6) 2016 for the foreign body reaction by the contact at the user facility. UDI: unknown part number, all 3 attempts to obtain product were unsuccessful, UDI unavailable. Date of procedure is unknown, date of implant not known. Part number and lot number unknown , manufacturing date and expiration date unknown. The root cause of the reported product issue cannot be determined. The product was not returned for analysis and a device history record review cannot be completed because the lot for the product is unknown.

Event description:
As reported by a health care professional, after a successful aneurysm intervention including access, a stent and coils, the patient developed a rare form of foreign matter reaction in the brain. The event occurred after the procedure. Patient outcome is unknown and date of the actual procedure is unknown. No additional information is available at this time.

Manufacturer narrative:
This is follow-up MDR reports being submitted for this complaint, with associated manufacture report numbers of 9616099-2016-00154.

Manufacturer narrative:
This is follow-up MDR reports being submitted for this complaint, with associated manufacture report numbers of 9616099-2016-00154. Details for patient's foreign matter reaction added to the event description "granulomatose angiitis."

Event description:
As reported by a health care professional, after a successful aneurysm intervention including access, a stent and coils, the patient developed a rare form of foreign matter reaction "granulomatose angiitis" in the brain. The event occurred after the procedure. Patient outcome is unknown and date of the actual procedure is unknown. No additional information is available at this time.